Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the battery. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemetal report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had a failed battery run test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional contact details: name- (B)(6). Event site telephone- (B)(6).

Event description:
N/a.